Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak coming from the manual sample probe in the coulter lh 500 instrument. The leak was not contained within the unit and consisted of only a drop or two (approximately less than 0.5 milliliters). The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a gown when the leak was discovered. There were no patient results affected and there were no erroneous results reported out of the laboratory. There were no injuries and no one sought medical attention, there was no exposure to skin, open wounds or mucous membranes.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2012 to address this issue. The fse adjusted the rinse block because it was leaking diluent out of the tip. After the adjustment performed by service, no further evidence of leaking was observed. The cause of the leak was the rinse block misalignment. As per product labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).